Manufacturer narrative:
Report indicates that the pt had and was treated for an infection and adhesions, which are known possible adverse events listed in the IFU. The report does not specify a specific product problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event. Information related to the composix kugel mesh implanted in early 2007 will be reported in accordance with rae.

Event description:
Attorney reported: in early 2007, the pt underwent surgery to repair an umbilical hernia. A composix kugel patch was used to repair the defect. As result of using the composix kugel hernia patch, the patient was caused to surfer, among other injuries, severe adhesions and infection and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe adhesions and infection sustained by the pt, was due to the composix kugel hernia patch. Seven months later, the pt underwent surgery to repair an additional umbilical hernia. A composix kugel patch was used to repair the defect. As result of using the composix kugel hernia patch, the pt was caused to suffer, severe adhesions and infection and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe adhesions and infection sustained by the pt, was due to the composix kugel hernia patch. In 2008, the pt underwent additional surgery to remove both of the composix kugel hernia patches.